Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not returned for evaluation as it remains in the patient. Images taken in the original surgery compared to those taken post-operatively, indicate the implant has contracted in height. The exact cause of the reported complaint cannot be determined.

Event description:
A fortify cage lost height post-operatively. Revision surgery has not been performed.